Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed a tear in the seal near the guide ring of the sutureless connector, which was determined to be non-significant.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that volume discrepancies occurred at pump refills. The entire catheter was removed and replaced. No segments were left in the intrathecal space. The dosage was decreased by 50%. The reporter did not have any information related to the patient¿s condition at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a volume discrepancy occurred at a pump refill. Specific volumes were unknown to the reporter. A catheter revision occurred. Due to the volume discrepancy, a catheter replacement occurred on the date of this report. There were no patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver hydromorphone 4mg/ml at 0.2996mg/day. Troubleshooting/diagnostics and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.